Event description:
Information received indicates the brakes on foot end are not grabbing correctly. No alleged injuries by the account.

Manufacturer narrative:
The technician found the floor locks on the foot end of the bed are not holding well due to wear on the rubber bottom. The technician replaced foot end floor locks to repair the bed.